Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The sample was not returned for evaluation. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported an intraocular lens (iol) to be found loose in casing upon opening, optic scratched, and lens discolored. The lens was not used and the surgery was not completed. The patient remains aphakic.

Manufacturer narrative:
Evaluation summary: the product was returned. Solution is dried on the lens. Optic damage was observed. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause cannot be determined for the reported complaint of ¿loose lens casing, scratch marks on optic, lens color is different, surgery incomplete¿. The lens case locking arm mechanism works as intended and the lens case was not loose. A scrape was observed on the posterior surface of the optic which may have been interpreted as the reported complaint of ¿scratch marks on the optic, lens color is different. Other lens damage was observed. The observed damage is typical in appearance to handling related damage. The presence of the solution on the returned sample is evidence that the product was subjected to handling. Due to the presence of surgical solution, we are unable to verify that the damage was present when opened. (B)(4).